Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay user/pt contacted lifescan alleging that the one touch ultraeasy meter read displayed some unk error messages. The medical surveillance specialist (mss) contacted the pt/reporter to obtain/clarify info. The pt said the issue started on (B) (6) in the morning. When he took his morning reading he reportedly obtained some unk error messages. After the error messages were obtained he said he did not know how much insulin to inject so he injected 9 units of humalog. He says he injects 8 units baseline in the morning and adds based on his sliding scale. About 20 minutes later the pt allegedly started to become shaky, dizzy, and could not walk. He called the paramedics at that time. When they arrived they told him to eat a peanut butter sandwich and gave him something else to treat him but he could not remember what else they treated him with. He said they stayed for an hour or more to monitor him. The issue was resolved through troubleshooting. This complaint is being reported because the pt alleged he could not obtain a reading on his meter, guessed on the amount of insulin he took, and suffered symptoms indicative of hypoglycemia requiring treatment.